Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge change the pump appeared not to fully rewind and subsequently presented ¿unable to proceed¿ alert 38 consistent with a motor stall; after a restart, a dry run was successful, but a subsequent full supply change again triggered the alert until all-new cartridge, connector, and infusion set were used, after which rewind, tubing fill with drops, cannula fill, and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery using new supplies with no need for medical intervention. Investigation included guided troubleshooting by restarting the pump, performing multiple dry runs without supplies, and replacing all disposable components. Investigation of this case revealed that repeated motor stall alerts were reproducible with the initial set of disposables but resolved after replacing the cartridge, connector, and infusion set, indicating interaction with or malfunction of disposable components rather than a persistent pump motor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely component-related supply issue leading to transient motor stall that resolved with fresh disposables. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.